Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose and no delivery. Customer stated he loaded the insulin pump and got a no delivery after 4u. He rewinds it and received a motor error alarm. Customer stated they received a no delivery during the bolus delivery and is running high. Customer's blood glucose was 626mg/dl; treated with syringe. Customer resolved no delivery when he resumes the insulin pump. Customer received a motor error during the rewind. Customer stated he disconnected tubing and has changed the whole setup, received not delivery with the previous set and with the current set. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with currents in specification. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No motor error alarm. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window cracked near display window corners, cracked reservoir tube lip.